Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that the field generator was unable to connect to a known good system. Analysis found that the reported event was related to a electrical issue. Other applicable components are: 9731203 - field generator. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an error when trying to use the axiem. The axiem box was not communicating. There was no patient present at the time of the event.